Manufacturer narrative:
Submit date: 07/24/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the sponges are fraying at the end and not close properly.

Manufacturer narrative:
The product was received for evaluation. The investigation confirmed that the sponges had frayed ends. Multiple rondic sponges were received for evaluation and it appears that the ends of almost all of the sponges in the returned sample bag are frayed. After review of the manufacturing process it appears that the material was not completely tucked in beneath the rubber band that holds the sponge together. The device history record (DHR) for lot 17c095462 there were no defects found in 50 samples inspected from the lot. No complaint trend exists; therefore, no corrective action is required at this time. An existing formal investigation action is not being taken to address this failure/defect. If information is provided in the future, a supplemental report will be issued.